Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced vomiting and was transported to the hospital for evaluation. At the time of the event, the cgm displayed a "low" glucose reading; however, a fingerstick blood glucose (fsbg) measurement obtained prior to arrival at the hospital was reported as 500 mg/dl. Upon presentation to the hospital, a repeat fsbg measurement was 521 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and increased respiratory rate. Treatment included intravenous fluids and two bags of insulin. The patient was admitted for management and monitoring and was discharged on (B)(6) 2026 at approximately 10:34 am, with a hospitalization duration of less than 24 hours. At the time of reporting, the patient was described as doing well and had resumed use of her regular insulin pump. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator upon presentation to the hospital. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.